Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. Device evaluation no product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
IV became disconnected at hub when contrast pushed during code stroke in CT scanner. Blood and fluid spilled out onto sheets, gown and patient.